Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was not contained to the instrument. The operators were wearing personal protective equipment of gloves and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found tubing had disconnected from the sample line y-connection of the flow cell. The fse replaced the sample line tubing resolving the leak. (B)(4).